Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a clot issue occurred. The device evaluation was completed on (B)(6) 2023. The carto vizigo sheath product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and an irrigation test of the side port. Visual analysis of the returned sample revealed reddish material in the hub area. No other damage was observed. The returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The clot event was confirmed due to the reddish material found in the hemostatic valve area. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a clot issue occurred. It was reported that there was a clot trapped in the carto vizigo¿ 8.5f bi-directional guiding sheath - medium and they were unable to flush it. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. Patient was anticoagulated and it was maintained throughout the entire case. Have not heard from physician if the patient had exhibited any neurological symptoms since the procedure was completed. The issue was assessed as MDR reportable for a clot issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).